Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose device with a 6f sheath after an interventional carotid procedure. No imaging was performed to verify the location of the puncture site. Reportedly, the starclose device was attempted to be deployed. On attempted removal of the starclose device, it could not be "evacuated normally" [removed normally]. The safety release mechanism was attempted to be used; however, the device could not be removed. The physician ¿dismantled¿ the device and it was noted that the vessel locator wings remained open and the clip was on the end of the device. There was no reported tissue damage due to the starclose device issue. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported clip deployed at the distal end of the device was not confirmed as the clip was not returned for analysis. Use of the safety release could not be confirmed due to the condition of the device. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, no femoral angiogram was performed to verify the location of the puncture site. It should be noted that the starclose instructions for use (IFU) warnings section states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.